Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would power itself on and off without any user intervention. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no patient use associated with the reported event.